Manufacturer narrative:
The lot was manufactured november 11, 2015 ¿ november 12, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing was performed and the device leaked from the joint between the tubing and the chamber. The reported condition was verified. The cause of the condition was that the solvent was not uniform on the outer diameter of the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from just below the drip chamber. This occurred during priming. There was no patient involvement. No additional information is available.